Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the synchroseal instrument was uncontrollable. The instrument was not articulating properly or responsive to the surgeon's movements. The procedure was completed with no known impact or patient consequence was reported. Isi followed up with the initial reporter and obtained the following additional information: the issue was not an inability to move the instrument. The instrument scaled appropriately but was not moving in the intended direction. There was no delay, and the instrument did not move on its own when inside of the patient.

Manufacturer narrative:
Intuitive surgical inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.